Event description:
It was reported that pump displayed malfunction alarm code and stopped working as expected, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset malfunction, and was advised to continue using pump and call back if problem occurred again, with no further issues reported after reset.